Event description:
It was reported that a pt experienced an overdose subsequent to a pocket fill. The pt was hospitalized. The pump was not refilled and was at a minimum infusion rate. The pump contained morphine (concentration of 20 mg/ml) and clonidine (concentration of 600 mcg/ml). Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).